Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. This fault was attributed to a misaligned membrane tail. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device's instructional leds are not working. This may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Report alleges that instructional leds are not working. This may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. No patient involvement.